Manufacturer narrative:
(B)(4). Manufacturing date: 08/15/2014 - 08/21/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge in the minicap was dry. The care giver stated that a portion of the sponge was dry while the other portion appeared to have iodine. It was reported that the minicap was not used on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 5.